Event description:
A data error alert was reported by the customer, which occurred after the pump's ship date. The customer declined to provide their blood glucose level at the time of the issue. There was no adverse impact on the customer's blood glucose level as a result. Technical support informed the customer that some history logs might have been erased, but it did not affect the therapy. The customer acknowledged this information and confirmed they would continue using the pump for insulin therapy.